Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.07; re-test: 1.09; lab: 3.01. Date: (B)(6) 2010; inratio: 2.30; lab: 4.44. The initial inratio result on (B)(6) 2010 was taken in the morning, and the re-test was done in the afternoon. Caller reports having some type of hemorrhage side effects by the drugs he is taking.